Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The patient reported within the last week or so they have discomfort around where the ins is and have irritated stomach issues and stuff like that. They do not know if the stomach issues are related to the device or not. The patient was redirected to follow up with their healthcare professional (hcp). No product issues were reported and no further complications were reported/are anticipated. Additional information: it was reported that the patient normally feels stimulation, but when the patient sitting down "and then all of the sudden it just cut out, and normally if the patient leans back they feel it increase somewhat, so they did that and it started again but then it cut out again and so the patient moved around and it wouldn't come back, but when the patient went to call they felt it again, but it's not at the intensity the patient set it at". The patient said this started happening "maybe 15 or 20 minutes ago". The stimulation is on, and he is on "program b mobile at 8.60v the patient reported hitting it again and it said upright at 8.60v", but said the stimulation he feels right now is "not what 8.60 feels like, it should be stronger right now it feels weaker" and then a few moments after he said this, he said it "just cut out". The patient also said that program a is "the higher frequency one is set so the patient doesn't feel anything, and when the patient tried, it would make him constipated and he thought maybe it was something he was eating, but it dawned on him that it was the same time he was on program a so he put it to program b which was the manual one and then 4 days later everything went back to normal". The patient said this occurred "maybe a couple months ago" (2017). Patient said he wanted to rule out this as a coincidence, so he experimented by going back to program a and the same thing happened again, and when he moved to program b everything went back to normal, so he is going to avoid program a. No further complications were reported. No additional patient symptoms were reported.